Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: how was the duodenal stump addressed at the reoperation? => reoperation was not performed. Only drainage was performed. What is meant by ¿another device was used to complete the case¿ could you please provide a timeline of events? => this information is incorrect. Was a leak test performed? If so, what type and what was the result? => no further information will be available. Was the staple line visualized endoscopically during the initial surgical procedure? => no further information will be available. How many days postoperative did the leak occur? => one week after the operation. How was the leak identified? => no further information will be available. What was observed at the site of the leak upon reoperation? => no further information will be available. How was the leak addressed? => drainage was performed. Where was the leak? => leakage occurred from the middle part of the staple on the duodenum. What color cartridge was used? => the cartridge color was blue. " an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an open total gastrectomy, leakage occurred from the middle part of the staple on the duodenum one week after the initial operation. The drainage was placed. The blue cartridge and slr were used to cut and reinforce the small intestine side duodenum at 1st firing on the initial operation. There was no problem to the device or staple form during the operation. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2025. Corrected data: h6 (medical device problem code).